Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a decrease observed with the device's battery longevity. The device decreased by 3.5 years within approximately one years time. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review found that the device is high rate atrial sensing at an average rate of 255 bpm. This is impacting the device's power consumption. Additionally, the minute ventilation (mv) is turned on, and with the signal artifact monitor (sam) enabled, this can also consume additional power. A ts consultant recommended programming options, by turning the device to a non-atrial based brady mode, and to turn of the atrial sensing lead.